Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye with no issues noted. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During troubleshooting, the patient stated that a bag disconnected without falling. The technical service representative reviewed proper procedure with the patient and assisted in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information available.